Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that customer experienced hyperglycemia with blood glucose value of over 400 mg/dl. Customer stated that insulin pump was always getting crazy alarms and the pump was not doing its job to correct his blood glucose. Customer did not want anything to do with the insulin pump. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will not be returned for analysis.